Event description:
It was reported that pre-closure placement of the prostar xl sutures was attempted in the common femoral artery prior to a transcatheter aortic valve implantation (tavi). The physician was able to place the device in the vessel and also to deploy the needles without problems or resistance. Reportedly, when the needles were removed it was noticed that the sutures were torn at all four needles. The suture ends were torn at such low level, near the skin, that it was impossible to use them for vessel closure. The physician removed the device and attempted a second prostar xl device with the same result. Additionally, two prostar xl devices were attempted, one at a time; however, the needles could not be removed from the hub. A fifth prostar xl was attempted, from a different lot number, and deployment was uneventful. The tavi procedure was performed; however, hemostasis was not fully achieved with the prostar xl sutures. A surgeon was called in and the puncture site was closed surgically. There was no adverse patient sequela. The physician is reported as not trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Operator not trained. The device instructions for use indicate the device should only be used by physician who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an abbott representative of abbott vascular. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information. The additional four prostar xl devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information and the manufacturing inspection criteria a definitive cause for the reported inability to remove the needles from the hub and associated patient effects could not be determined; however, the physician not being trained in the use of prostar xl may have been a contributing factor. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Fourteen unused sterile prostar xl devices with the same lot number, 20123k1, as the complaint device were returned for evaluation. Functional testing was performed and the devices performed according to specifications. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.